Manufacturer narrative:
Initially, it was assessed that the device had a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab observed on july 24, 2020 that the device was returned in the condition reported as the hemostatic valve was dislodged inside of the hub. Therefore, the returned condition remains assessed as a MDR reportable issue. Device evaluation was completed on july 24, 2020: it was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small got pushed in as one whole piece into the sheath itself when inserting the dilator, before it went into the body. The sheath was replaced and the issue resolved. No patient consequence was reported. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. The dislodged condition noted on the hemostatic valve was related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device; however, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small got pushed in as one whole piece into the sheath itself when inserting the dilator, before it went into the body. The sheath was replaced and the issue resolved. No patient consequence was reported. This issue was assessed as a MDR reportable hemostatic valve separation issue.